Manufacturer narrative:
(B)(4). Batch #: u94f7z. Investigation summary: the device was returned with no apparent damage. The device was connected to a test handpiece, and tested on a gen11. The device did activate when each of the max and min hand activation buttons were depressed, but no continuous activation occurred at any time during functional testing. The device was disassembled to inspect the internal components, and no anomalies were found that could have caused a continuous activation. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. This report is not intended to deny that you experienced a problem with the device. There may have been other circumstances, or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. Complaint information will be included in complaint trending that is reviewed on a regular basis to determine if further action is necessary.

Event description:
It was reported that during a laparoscopic cholecystectomy the device was activating without the button being depressed. A similar device was used to complete the case with no patient consequences.